Event description:
During processing of co"s urgent medical device correction dated 2007 for "elevated inspired co2 levels related to the use of the co disposable multi absorber cannister with the ezchange module" we discovered that we had missing and loose screws on two hinge assemblies on the ezchange module. We removed ten assemblies and found missing and loose screws on two of the assemblies. The screws were missing from the hinge assembly that holds the absorber cannister to the ezchange module. Two screws were completely out and the remaining single screw was loose on both assemblies. A loss of this hinge assembly could result in the loss of the absorber cannister during a case or pt rebreathing during a case. This may or may not contribute to the original recall problem.